Event description:
Patient was in ICU being monitored. Patient sat noted at 88%, but no change in other v/s. Rt and rn at bedside when vent noted to have "x dtr fault" on screen. Vent was taken off-line stat and replaced. Patient was bagged during swap and sat returned to > 90%.